Manufacturer narrative:
The reported events were lead dislodgement, high lead impedance and high capture threshold. As received, a complete lead was returned in one piece. Unable to accurately measure the s-curve height due to the lead being damaged at explant. The reported events of high lead impedance and high capture threshold were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow-up, high pacing impedance and loss of capture were observed on the left ventricular (lv) lead. Diagnostic imaging was performed and revealed a lv lead dislodgement. The lv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.